Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant, the right atrial lead was noted to have dislodged and the right ventricular lead was noted to have diminished r-waves and was thought to have had a microdislodgement. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.